Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had a pump valve controller failure at start up. As a result, the pump was removed and sent to biomed to be checked. The clinical support specialist (css) did a follow up with the account and they were able to borrow another console from another hospital and the patient is being supported without issues. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 3 alarm" is not able to be confirmed. The pump was checked by the hospital biomed and no issues were reported. The pump has been returned to service. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had a pump valve controller failure at start up. As a result, the pump was removed and sent to biomed to be checked. The clinical support specialist (css) did a follow up with the account and they were able to borrow another console from another hospital and the patient is being supported without issues. There was no report of patient complications, serious injury or death.